Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that after a battery change, the insulin pump had an unconfirmed alarm and had a blank display. The customer was assisted with frozen display troubleshooting. The customer's blood glucose level was 160 mg/dl at the time of the incident. The customer stated that there was response from a button, but the screen was not changing. The customer stated that the clock did not advance. The screen was not completely blank and a power off alarm occurred after the unresponsive buttons. The customer was advised to change the battery but the status screen and main menu could not be checked due to unresponsive buttons. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No frozen display during testing. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on the printed circuit board was locked properly during visual inspection. Pump passed the leak test. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.